Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the clinical specialist (cs) was unable to install 1.2 onto the system but was able to load it onto 3 other systems while setting up for a demo in a hotel. It was noted that the cs attempted multiple times with no success. The system would prompt the user to restart indicating that it had installed but after booting it up it still had 1.1. A second 1.2 disc was used which resolved the issue. The 1.0.5 installed successfully and verified in self test. There was no patient involvement.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.